Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent botox chemodenervation of the bladder on (B)(6) 2012 along with cystourethroscopy, due to detrusor hyperreflexia refractive to medical management and status post stroke. It was reported that patient underwent a trigger point injection on (B)(6) 2013 due to pelvic floor myofascial spasm and dyspareunia refractive to medical therapy. It was reported that patient underwent a d&c, botox chemodenervation of the bladder, botox injection to the pelvic floor on (B)(6) 2014 due to abnormal endometrium on ultrasound, detrusor over activity, pelvic floor myofascial spasm and refractive to conservative therapy. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/09/2014.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.